Event description:
The customer reported that her insulin pump woke her up while sleeping. The customer stated that she ate a cupcake before bedtime and bolused. The blood glucose reading was 323mg/dl. The mother mentioned that the device had a blank display. Performed a self test and passed. The customer called back and stated that the insulin pump had an error alarm. Instructed the customer to change the battery, but the normal functions did not restore. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen due to a faulty component on the interface board. The device was received with cracked display window corners, reservoir tube, belt clip slot, and scratched screen.